Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in fair condition with a cracked screen. The device was started in application and the reported issue of a no disposable alarm was verified. The device was found to be double beeping with a cassette attached, which would cause the "no disposable" alarm. The downstream sensor was replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed an error that a disposable is not attached while the cassette was attached. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating no patient involvement and event date. It was also stated that the event occurred while starting the pump.